Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue; none. It was reported that while treating a lesion in the right coronary artery (rca), two multi-link vision stents were overlapped and led to dissection of the vessel. The stent that was placed proximally was a 3.0 mm x 23 mm. A dissection occurred in the distal portion of the stent and a 3.0 mm x 8 mm multi-link vision stent was implanted to cover the dissection. The second dissection happened in the distal end of the multi-link vision 2.75 mm x 28 mm stent where another multi-link vision (2.5 mm x 2 mm) stent had to be used to cover the dissection. No additional event or patient information is available.

Manufacturer narrative:
The second multi-link rx vision mentioned is being filed under the same manufacturing number. Results and conclusion summation- product performance engineering reviewed the incident. Dissection is a known outcome of coronary stenting procedures, and is listed as a potential adverse event in the rx vision instructions for use. Reportedly, the target lesion was mildly calcified, though it cannot be determined how the calcification contributed to the dissections. There were no reported difficulties deploying the stent implants, and no damage was reported to the devices before or after the procedure. A definite root cause for the dissections cannot be determined.